Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer also experienced hypoglycemia with blood glucose value 13 mg/dl. The customer¿s blood glucose level was over 600 mg/dl at the time of incident. The customer was not using auto mode at the time of incident. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.